Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the first of four reports. Refer to 8030647-2015-00148 for the second patient. Refer to 8030647-2015-00149 for the third patient. Refer to 8030647-2015-00150 for the fourth patient it was reported that "the respiratory therapist suctioned a patient then locked it and the machine kept saying circuit leak, the suction catheter seemed to not shutoff the suctioning". The respiratory therapist suctioned the patient and then locked the suction catheter, but the vent was alarming saying circuit leak and creating suction. This happened more than once. Additional information was received on 7/30/2015 - that during the morning rounds the therapist exchanged patient catheters from the same box and same lot. There were four patients vent alarms revealed circuit leaks, and the catheters were exchanged . There was no adverse effects to the patients involved.

Manufacturer narrative:
(B)(4). The device history record for the returned lot number on the sample was not m5110t626. The device history record for the returned lot number on the sample was m5110t611. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the returned lot number,m5110t611 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The position of the thumb valve appeared to be fully upright, closed. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. No suctioning occurred, however; with minimal pressure on the thumb valve, suctioning did occur. The valve was placed in the locked position. Initially, no suctioning occurred in the locked position. However, with minimal pressure on the thumb valve, suctioning did occur. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the returned lot number, m5110t626, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The position of the thumb valve appeared to be fully upright (closed). The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue, and suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled upward (closed) position. This did not stop the suctioning. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).